Manufacturer narrative:
Per the manufacturer's subsidiary, the non-clinical activity was the user facility's biomedical technician performing a routine check on the unit. The bootloader information after powerup was seen but it just stayed as a black screen afterwards. It was restarted multiple times, but it never went back to normal operation.

Event description:
It was reported that during use of the device for a non-clinical activity, the central control monitor (ccm) had a black screen. There was no patient involvement.

Manufacturer narrative:
Updated blocks: h3 and h6. The service repair technician (srt) booted up the central control monitor (ccm) and the unit booted up with a blank screen due to the backlight not illuminating. Using a flashlight a faint screen could be seen. The issue was due to the display that caused the backlight to not illuminate. The ccm did not operate as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: d9.